Event description:
Adverse event reported: "prolonged increased pain post-tulsa" patient has been suffering with severe bladder neck and rectal spasms since shortly after catheter removal post tulsa procedure. Tulsa procedure: on (B)(6) 2023, catheter removed: on (B)(6) 2023, bladder neck spasms: unknown (B)(6) 2023, rectal spasms: on (B)(6) 2023. Patient received multiple interventions, including bladder neck resection (B)(6) 2024.

Manufacturer narrative:
Disposable components of the device were discarded following the treatment because no malfunction was identified during the procedure. System logs were retrieved to review intraprocedural imaging. Thermometry maps and MRI images acquired throughout the procedure, and contrast-enhanced MRI acquired immediately after the procedure revealed no evidence of overheating and confirmed a conservative ablation plan. There was no heating outside the prostate capsule. The post-treatment MRI also shows no evidence of bladder or rectal injury. There was no significant motion observed during the treatment.

Event description:
This follow-up report is in reference to the initial form 3500a submitted may 31 2024 for the adverse event reported: "prolonged increased pain post-tulsa". Regarding patient management, since the initial report, the patient has undergone placement of a suprapubic catheter. The pain has resolved. The suprapubic catheter, however, is intended as a temporary measure and pain specialists are currently consulting on the case to assess whether definitive pain relief can be achieved without the need for catheterization by use of nerve block therapies. Gastronenterology consultation was also requested.

Manufacturer narrative:
There has been no new evidence concerning root cause with regards to the device. Investigation is ongoing as described above.